Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The patient presented for lv lead revision procedure. During the procedure, it was noted that the lv lead exhibited insulation damage which was visualized. The lv lead was capped and replaced on (B)(6) 2025. The patient was discharged.